Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with a stopcock attached to the hub. The balloon was tightly folded. The hypotube shaft was completely separated 67cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge¿ balloon catheter was selected to predilate the target lesion. However, the shaft broke proximally in the middle of the hypotube inside the patient while a shaft kink was noted outside the patient. The procedure was completed with a different device. No patient complications were reported.